Manufacturer narrative:
Prospective pregnancy case was reported by a lawyer and describes the occurrence of pelvic pain ("pain/ pain"), genital haemorrhage ("abnormal bleeding/ abnormal bleeding (general)/ excessive bleeding/ increased bleeding"), pregnancy with contraceptive device ("pregnancy"), abortion spontaneous ("miscarriage"), haemorrhage in pregnancy ("abnormal bleeding (menorrhagia, vaginal), bleeding after positive pregnancy test") and cystitis ("infection (bladder/ urinary tract/ vaginal) type: bladder, urinary, and vaginal") in an adult female patient (gravida 3, para 2) who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she didn't undergo an essure confirmation test". The patient's past medical history included multigravida, parity 2 ((B)(6)) and depression. Previously administered products included for an unreported indication: iud nos. Concurrent conditions included hypercholesterolemia. Concomitant products included escitalopram oxalate (lexapro), sertraline and simvastatin. In (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criteria medically significant and intervention required), pregnancy with contraceptive device (seriousness criterion medically significant), abortion spontaneous (seriousness criterion medically significant), haemorrhage in pregnancy (seriousness criterion medically significant), infection ("infection/ infection (bladder/ urinary tract/ vaginal) type: repeated infections"), alopecia ("hair loss"), dyspareunia ("painful intercourse/ dyspareunia (painful sexual intercourse)"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia), severe periods"), cystitis (seriousness criterion medically significant), urinary tract infection ("infection (bladder/ urinary tract/ vaginal) type: bladder, urinary, and vaginal, frequent uti"), vaginal infection ("infection (bladder/ urinary tract/ vaginal) type: bladder, urinary, and vaginal"), bladder disorder ("bladder or urinary problems or changes"), urinary tract disorder ("bladder or urinary problems or changes"), dysmenorrhoea ("dysmenorrhea (cramping) periods became higher flow, more clotting increased pain, excessive flow/ increased painful periods"), abdominal pain ("abdomen pain") and abdominal pain lower ("cramping"). Last menstrual period and estimated date of delivery were not provided. The patient had essure during the first trimester of pregnancy. The patient was treated with antibiotics, surgery (hysterectomy (full)), surgery (ablation), and surgery (bladder distension for repeated infection). Essure was removed on (B)(6) 2013. At the time of the report, the pelvic pain, genital haemorrhage, pregnancy with contraceptive device, abortion spontaneous, haemorrhage in pregnancy, infection, alopecia, dyspareunia, vaginal haemorrhage, menorrhagia, cystitis, vaginal infection, bladder disorder, urinary tract disorder, abdominal pain and abdominal pain lower outcome was unknown, the urinary tract infection was resolving and the dysmenorrhoea had resolved. The pregnancy outcome was reported as spontaneous abortion. The reporter considered abdominal pain, abdominal pain lower, abortion spontaneous, alopecia, bladder disorder, cystitis, dysmenorrhoea, dyspareunia, genital haemorrhage, haemorrhage in pregnancy, infection, menorrhagia, pelvic pain, pregnancy with contraceptive device, urinary tract disorder, urinary tract infection, vaginal haemorrhage and vaginal infection to be related to essure. Most recent follow-up information incorporated above includes: on 19-jun-2018: pfs and mr received. Events per pfs: abnormal bleeding (general), abnormal bleeding (vaginal, menorrhagia), infection (bladder/ urinary tract/ vaginal) type: bladder, urinary, and vaginal, pregnancy (stillbirth or miscarriage), bladder or urinary problems or changes, dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), pain were added. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Rospective pregnancy case was reported by a lawyer and describes the occurrence of pelvic pain ("pain/pain"), genital haemorrhage ("abnormal bleeding/abnormal bleeding (general)/excessive bleeding/increased bleeding"), pregnancy with contraceptive device ("pregnancy"), abortion spontaneous ("miscarriage"), haemorrhage in pregnancy ("abnormal bleeding (menorrhagia, vaginal), bleeding after positive pregnancy test") and cystitis ("infection (bladder/ urinary tract/vaginal) type: bladder, urinary, and vaginal") in an adult female patient (gravida 3, para 2) who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she didn¿t undergo an essure confirmation test". The patient's past medical history included multigravida, parity 2 (B)(6) 2002, (B)(6) 2005) and depression. Previously administered products included for an unreported indication: iud nos. Concurrent conditions included hypercholesterolemia. Concomitant products included escitalopram oxalate (lexapro), sertraline and simvastatin. In june 2010, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criteria medically significant and intervention required), pregnancy with contraceptive device (seriousness criterion medically significant), abortion spontaneous (seriousness criterion medically significant), haemorrhage in pregnancy (seriousness criterion medically significant), infection ("infection/infection (bladder/urinary tract/vaginal) type: repeated infections"), alopecia ("hair loss"), dyspareunia ("painful intercourse/dyspareunia (painful sexual intercourse)"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia), severe periods"), cystitis (seriousness criterion medically significant), urinary tract infection ("infection (bladder/ urinary tract/vaginal) type: bladder, urinary, and vaginal, frequent uti"), vaginal infection ("infection (bladder/ urinary tract/vaginal) type: bladder, urinary, and vaginal"), bladder disorder ("bladder or urinary problems or changes"), urinary tract disorder ("bladder or urinary problems or changes"), dysmenorrhoea ("dysmenorrhea (cramping) periods became higher flow, more clotting increased pain, excessive flow/increased painful periods"), abdominal pain ("abdomen pain") and abdominal pain lower ("cramping"). Last menstrual period and estimated date of delivery were not provided. The patient had essure during the first trimester of pregnancy. The patient was treated with antibiotics, surgery (hysterectomy (full),), surgery (ablation), surgery (hysterectomy) and surgery (bladder distension for repeated infection). Essure was removed on (B)(6) 2013. At the time of the report, the pelvic pain, genital haemorrhage, pregnancy with contraceptive device, abortion spontaneous, haemorrhage in pregnancy, infection, alopecia, dyspareunia, vaginal haemorrhage, menorrhagia, cystitis, vaginal infection, bladder disorder, urinary tract disorder, abdominal pain and abdominal pain lower outcome was unknown, the urinary tract infection was resolving and the dysmenorrhoea had resolved. The pregnancy outcome was reported as spontaneous abortion. The reporter considered abdominal pain, abdominal pain lower, abortion spontaneous, alopecia, bladder disorder, cystitis, dysmenorrhoea, dyspareunia, genital haemorrhage, haemorrhage in pregnancy, infection, menorrhagia, pelvic pain, pregnancy with contraceptive device, urinary tract disorder, urinary tract infection, vaginal haemorrhage and vaginal infection to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6) 2018: quality-safety evaluation of ptc (product technical complaint) incident no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") and genital haemorrhage ("abnormal bleeding") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. In (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), infection ("infection"), alopecia ("hair loss") and dyspareunia ("painful intercourse"). The patient was treated with surgery (to remove the essure implant). Essure was removed on (B)(6) 2013. At the time of the report, the pelvic pain, genital haemorrhage, infection, alopecia and dyspareunia outcome was unknown. The reporter considered alopecia, dyspareunia, genital haemorrhage, infection and pelvic pain to be related to essure. Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.